Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at event on 01-july-2024 . Infusion set has been used for 3 days. The blood glucose level was high. No further information available.